Manufacturer narrative:
Section a2, a3b,a4 and a5: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that after the implantation of a multifocal intraocular lens (iol), the patient was unhappy due to experiencing glare and halo. Subsequently, the lens was removed and replaced during a secondary surgical procedure with an unknown monofocal iol. The status of the patient is unknown. No further information was provided.